Manufacturer narrative:
(B)(4). The sapien 3 valve was returned to edwards for evaluation. Visual inspection of the valve confirmed the presence of a white ¿thread-like¿ particulate protruding from the top of the valve. Post-decontamination evaluation indicated that the white thread/fiber appeared to be coming from the valve skirt. No damage to the skirt/cloth components was observed. Inspection of the green sutures indicated the suture knots were tight. Measurement of the knot tails indicated the knot tails were within length specification. Material analysis of the isolated material collected from the valve was performed with fourier transform infrared spectroscopy (ftir). The particulate material showed possible ¿material based¿ on absorption characteristics. The scan from the ftir indicated an approximate match for polyolefin (polypropylene). Per the ftir analysis, the particulate material does not match the current suture or cloth components of the thv valves. The relevant work orders for the valve were reviewed. The work order review did not reveal any manufacturing issues that may have contributed to the reported event. A manufacturing process walkthrough was performed for a similar reported event. The components and materials walkthrough revealed all cloth and suture components used in thv valve manufacturing were not a match to the ftir material analysis results. One polyolefin material was identified; however, review of the part and drawing determined that the polyolefin was not threadlike. This part was eliminated as a potential source of the particulate material from the returned valve. Four other polypropylene materials were identified. Three were blue in color and eliminated as potential causes of the observed particulate. The four component identified was confirmed to be of fibrous media made of polyethersulfone, with structural components made of polypropylene which are not fibrous, and was also eliminated as a potential source. The sapien 3 valves are manufactured under controlled environments in cleanrooms which meet all industry cleanliness classification requirements. All personnel entering or working in edwards¿ manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product. Prior to final packaging, a 100% visual inspection is performed to look for foreign materials on the valves as well as inside the jars. The knot tail is measured using a ¿calibrated¿ ruler not to exceed 2.0 mm in length, the knot is verified to be at the correct location and the knot is verified to be tight. Additionally, 100% visual inspections mitigate against the potential for particulates/fiber on the valves before holder and after holder attachment under 8x magnification. In this case, the complaint of valve particulate contamination was confirmed based on visual inspection of the returned valve and ftir analysis of the particulate material. However, no manufacturing non-conformities were found in the returned sample. The complaints of suture/thread damage and skirt/cloth damage were not confirmed. The green suture knot was tight and the suture tail was within specification. No damage to the valve skirt was observed. At this time, there is insufficient information to determine root cause. The evaluation of this complaint provided no evidence that the particulate came from the manufacturing process at edwards lifesciences. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the january 2017 control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during device preparation, when a 23mm sapien 3 valve was opened, a white thread or suture was observed to be ¿peaking¿ from the valve, especially from the top of the valve leaflets. A green suture on the side of the valve also appeared to be ¿coming undone¿. The valve was not used for the tavr procedure. A new 23mm sapien 3 valve was prepared and deployed. No injury to the patient was reported.